Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left main coronary artery. A 4.00x38mm promus element long stent delivery system and 2 unspecified stents were implanted to treat the lesion. Subsequently, the device was severely deformed and shortened abnormally. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2 other stents which were implanted, were a 3.5x38mm promus element ¿ stent and a 2.8x38mm promus element ¿ stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).